Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 134 mg/dl this was the only reading that was provided. Tests were done within 2 minutes. Pt did not experience any adverse events. No further info has been reported.